Event description:
It was reported that the patient was presented in the hospital for a pocket revision. The patient had an infection with the device pocket pus-filled and the implantable cardioverter defibrillator (ICD) was noted to slosh around within the pocket. The ICD system; ICD, right ventricular (rv) and left ventricular (lv) lead was explanted on (B)(6) 2025 and replaced on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.